Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture, and crease/folding of implant. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specifications, opening and crease flat. A microscopic analysis was performed which identified three striated edged openings, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a three striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported rupture, and crease/folding of implant. The device was explanted. This record is for the right side.